Event description:
It was reported by the affiliate that (1) cdh33 was used during a low anterior resection. It was reported the surgeon fired the device. Upon removal of the device the anvil came off into the patient. The anvil was located and removed. The anastomosis was fine and there were two good "donuts". There was no consequence to the patient.